Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that on an unknown date, the patient returned for follow up. Patient follow up showed air in the aneurysm sac which indicated infection. It was determined that the patient was stable and the physician will continue to monitor the patient. Approximately three months later the patient presented with abdominal pain. The physician decided to explant the endurant stent graft system. During the intervention and after the stent graft was explanted the physician was planning to do an auxiliary artery to fem-fem bypass; however, when the patient was being prepared and when the drapes were removed the patient expired. The physician stated the cause of death to be sepsis and possible mi. The physician stated that the infection was most likely due to no antibiotics at the procedure which was done emergently to treat a ruptured aaa.

Manufacturer narrative:
(B)(4).